Manufacturer narrative:
Proper part number and lot number were not provided. The allegation stated: "no info provided on the part number, an equivalent part was recorded for tracking and trending purposes." No product was returned, therefore physical evaluation, full investigation or definitive conclusions were not possible without product to evaluate. Factors affecting device performance include: device ability, surgical ability and conformance with instructions for use which includes recommendations, precautionary statements and instructions for proper use of product. If objective evidence or relevant information becomes available to assist with evaluation the complaint will certainly be revisited. There is no objective evidence to suggest a direct link between the surgical site infection and products used during the procedure.

Event description:
It was reported that, after a rotator cuff repair surgery in the right shoulder, in which an unknown s&n device had been used, the subject recurrently experienced subacromial impingement syndrome. This was treated by performing an arthroscopic revision and a subacromial decompression on the subject. It is still unknown if this revision surgery solved the event, as the patient outcome is unknown as well.